Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a crossboss catheter. There was blood in the lumen. The guidewire used in the procedure was not received with this device. A .014¿ stingray guidewire was used for functional testing. The outer diameter (od) of the stingray guidewire was measured using a calibrated snap gauge, the od was .0140¿. Functional testing was performed by loading the guidewire into the hub and advancing through the lumen with no resistance. Device analysis determined the condition of the returned device was not consistent with the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a wire was stuck in the catheter. The chronic total occlusion lesion was located in the left anterior descending artery (lad). Using a non-bsc guide wire a crossboss catheter was advanced to the distal portion of the target vessel. The guide wire was then switched for a non-bsc guide wire that had been used earlier in the procedure. The wire was unable to be moved back and forth so the physician attempted to remove it, however the wire became stuck in the catheter. The catheter and wire were removed as a unit. Once outside of the patient the catheter and wire were separated and it appeared the hydrophilic coating of the non-bsc guide wire had "locked up" the devices. The devices were exchanged and the procedure was completed by implanting a 2.25 x 32mm promus premier stent in the proximal lad. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that a wire was stuck in the catheter. The chronic total occlusion lesion was located in the left anterior descending artery (lad). Using a non-bsc guide wire a crossboss catheter was advanced to the distal portion of the target vessel. The guide wire was then switched for a non-bsc guide wire that had been used earlier in the procedure. The wire was unable to be moved back and forth so the physician attempted to remove it, however the wire became stuck in the catheter. The catheter and wire were removed as a unit. Once outside of the patient the catheter and wire were separated and it appeared the hydrophilic coating of the non-bsc guide wire had "locked up" the devices. The devices were exchanged and the procedure was completed by implanting a 2.25 x 32mm promus premier stent in the proximal lad. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. (B)(4).